Event description:
The surgeon had performed a patellofemoral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and restoris mck on (B)(6) 2011. Mako surgical was made aware on (B)(4) 212 that the pt was revised to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation is being performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. A subsequent MDR will be submitted if a mako device is implicated as root cause to this particular issue. Expiration date: 08/01/2015. Device manufacture date: 08/01/2010.